Event description:
Dealer advised right drive wheel not staying on the ground when going up an incline and through troubleshooting found gas cylinder is locking up, no injury, dealer could not provide any further information.